Manufacturer narrative:
No patient injury was reported. A gambro technical services (gts) field rep found that the blood pump housing and the rotor were worn. The service technician replaced the blood pump housing and the rotor. Cleaned and disinfected the blood pump housing and the rotor. As corrective action, the preventive maintenance procedure has been modified to include rollers' washers replacement and a tool to check the roller occlusivity.

Event description:
There was blood on the blood pump.